Event description:
A school nurse reported that on (B)(6) 2015 at 11:00 am while assisting a student, who is (B)(6), to perform a blood glucose test using the customer's freestyle insulinx blood glucose meter, that the meter would turn on with button press, but not with test strip insertion and therefore no result was obtained. The nurse reported the child was not experiencing any symptoms. It was further reported the nurse administered 2 units of humalog insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the information in section e pertains to the customer, not the nurse. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Upon investigation the meter was disassembled and a raised pin #6 was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. No additional issues were identified during extended product investigation. Test strip label copy instructs users to not bend, cut, or alter the test strip in any way. This is a final report.